Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was feeling a pull or tug at the pocket site. The patient reported that ¿this is contributing to pain vs alleviating pain.¿ the patient was seen for reprogramming in (B)(6) 2016, but it did not help with the pocket pain, so the system was explanted. The issue was resolved. No further complications were reported.